Event description:
Caller states the pt tested >8.0 inr on the coaguchek xs system and 5.7 inr on a comparison lab. Coumadin was held for 2 days based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.